Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo13.2, -11.0/2.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Lens rotation not associated to a low vault was observed. The lens was repositioned on (B)(6) 2022. This did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a longer length lens, this resolved the problem.

Manufacturer narrative:
B5 - vticmo13.2 should be corrected to vticmo12.1 . H6 - health effect - impact code: 4628 should have been included. H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). Claim#: (B)(4).

Manufacturer narrative:
Corrected data: d1- implantable collamer lens (icl) corrected to evo/evo+visian implantable collamer lens. D4- model#: vticmo12.1 (-11.0/2.5). Catalog#: vticmo12.1. UDI#: (B)(4). H4- date in initial MDR is corrected to 05-jan-2021. Device evaluation: h3- device evaluation: lens returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).